Event description:
Allegedly, as the doctor started to screw the product in, the screw broke off at the tip.

Manufacturer narrative:
This is the third complaint in a short timeframe that occurred during surgery done by the same doctor. The damage scenario looks nearly the same like the two incidents reported to aap one month before. Therefore, aap assumes a user fault and which occurred because of the application of the screw without pre-drilling into the hard cortical bone as recommended by the surgery technique.